Manufacturer narrative:
Additional information was received on december 01, 2017. It was discovered that this case is a duplicate from the original case (B)(4). The same event details and products were reported twice. This case is a duplicate from the original case (B)(4) with manufacturer report number 0009613350-2017-01159. Please invalidate this case from your system. (B)(4) will invalidate this case from the system. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). *note: this is a split case with zimmer inc., (B)(6) reference number (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to recurrent dislocations.